Event description:
On (B)(6), 2011, a doctor alleged that he placed four veneers with the use of silane primer. Among the four placed, three veneers experienced bond failures. After 24 hours of placement, while the patient was flossing, one veneer came off and approximately 3 hours later, during routine brushing, the other two veneers came off. The doctor found the cement bonded to the teeth and not the veneers.

Manufacturer narrative:
The doctor re-cemented the veneers with no further incident. No product was returned for evaluation. A retain sample was evaluated for adhesive strength test in conjunction with a syringe of nx3 from the same lot that was used during the procedure and it was determined that the product met specifications. These investigation results indicate that this incident was not the result of a product failure.